Event description:
Customer's husband reported customer received erratic glucose readings from their freestyle freedom meter. Customer's husband reported customer experienced symptoms of diaphoresis, loss of consciousness and convulsion. Paramedics were called and treated customer with d50 IV fluid, food and drinks. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
The complaint was not confirmed and no reading issues were observed, all results were within the range specification and no errors were observed during control solution testing. Upon reviewing the meter's reading logs on may 4th, 2008, there were no results of 399 mg/dl, 350 mg/dl nor 300 mg/dl as was reported by the customer.